Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "false positive contact".

Manufacturer narrative:
Investigation summary: a complaint of "false positive contact" was received against instrument top bactec fx, material no: 441385, serial no: ft3311. Field service engineer was dispatched and the issue was resolved by upgrading the software version from 5.40a to 6.40a. The instrument is working within bd specifications. The complaint is confirmed and the root cause is related to "software". Review of device history record for instrument serial number, ft3311 is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 3/26/2014. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends. H3 other text : see h10.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " false positive contact"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.